Event description:
It was reported that the patient experienced fluid loss and the patient could not inflate the system with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 18cm x 12mm ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.